Event description:
The pt was reportedly experiencing facial nerve stimulation and dizziness followed by loss of sound. Programming adjustments were attempted, however, this did not resolve the issue. Revision surgery has been scheduled.